Event description:
It was reported a stroke occurred and the patient died. Procedure summary: on (B)(6) 2019, a left atrial appendage (laa) closure procedure was performed. The periprocedural transesophageal echocardiogram (tee) confirmed the presence of laa thrombus. The laa-patent foramen ovale (pfo) closure was performed without complications by the implant of a 31 mm watchman flx laa closure device and non-bsc pfo closure device with no leaks. The following day a transthoracic echocardiogram (tte) excluded presence of pericardial effusion and the patient was discharged in good conditions under dual antiplatelet therapy (dapt) aspirin lifelong and plavix for 3 months. Event summary: on (B)(6) 2019, the patient was hospitalized due to aphasia and right arm paresis (nihss score= 9). A brain magnetic resonance imaging (MRI) showed closure of left middle cerebral artery. The potential therapeutic strategies were discussed in detail with the neurological team, with the husband and the patient. The recent cerebral infarction within the last month increased the risk of hemorrhagic transformation of stroke after intravenous thrombolysis. The patient agreed to perform the thrombolysis specifying that, in the event of a major bleeding no further measures life-prolonging should be performed. About three hours after thrombolysis therapy began, the patient suddenly complained of headaches, vomited and developed hypertensive blood pressure values (210 mmhg systolic) as well as a new tetraparesis with rapid reduction of vigilance up to coma. A brain computed tomography (CT) scan showed a right intracerebral bleeding not related to the (B)(6) 2019 stroke area. Due to the poor prognosis and in accordance to the previous discussion with the patient, the therapeutic objective was to achieve an analgesic and anxiolytic palliative medical treatment. The patient died the same day about eight hours after the admission.